Manufacturer narrative:
Investigation is ongoing.

Event description:
A 29mm s3 was partially deployed in the external subclavian area. After attempting to obtain access via transfemoral approach, due to patient factors, they transitioned to subclavian access. After gaining access, the physicians inserted the 16f sheath into the subclavian artery and they noticed that the sheath seemed to split. The physicians decided to take it out and insert a new one. A new 16f sheath was inserted and the physicians proceeded with inserting the valve on the delivery system. The surgeon was advancing the valve when she felt as if it was taking some force to insert. They proceeded but then noticed that the valve was outside of the sheath. They used fluoroscopy to confirm that the valve was in fact outside of the sheath. They tried to get the valve back inside of the sheath by pulling the sheath back, advancing the sheath and then putting up a balloon through the groin access to help guide the valve and sheath but, nothing worked. They decided that they were not going to be able to deploy the valve. As they were not able remove the sheath and delivery system, the valve was mounted onto the balloon and partially deployed into the subcutaneous tissue outside of the subclavian artery. There was a small perforation of the subclavian artery, so they used three covered stents to fix it. The patient was hemodynamically stable throughout the procedure however, he did receive two units of blood. The tavr procedure was aborted but the physicians performed a bav on the patient, which helped his severe as. There was no insertion difficulty with the first sheath into the patient via subclavian approach. Regarding the first sheath via subclavian approach, the seam appeared to expand, as it's supposed to when the valve goes in. However, it happened before the valve was even inserted. Once it expanded the seam appeared ripped via fluoroscopy. The sheath split was down the clear portion of the esheath, mostly at the tip but it also included a portion of the esheath. No damage was noted on the valve prior to its partial deployment in the subcutaneous tissue. The patient passed away, the exact cause of death is unknown at this time.

Manufacturer narrative:
As no device was returned, no visual inspection, functional testing or dimensional testing could be performed. Imagery was provided for review. The subclavian access vessels were calcified, tortuous, and undersized. The mld on the right and left sides were 5.3 mm and 4.6 mm respectively. Upon removal of the devices from the patient, the liner appeared torn on the second esheath. The valve was partially deployed in the subclavian artery. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander delivery system, device preparation manual, procedural training manual and supplement for subclavian approach were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from october 2020 to september 2021 for the commander delivery system (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. A complaint history review on confirmed device complaints (returned and no product returned) from october 2020 to september 2021 for the commander delivery system (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (calcification, tortuosity, vessel size) and procedural factors (withdrawal of crimped valve). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by the provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR, complaint history, and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''they used fluoroscopy to confirm that the valve was in fact outside of the sheath. They tried to get the valve back inside of the sheath by pulling the sheath back, advancing the sheath and then putting up a balloon through the groin access to help guide the valve and sheath but, nothing worked.'' Patient imagery revealed the patient's subclavian anatomy was calcified, tortuous, and undersized (<6 mm for 29 mm commander and 16 fr esheath). The presence of tortuosity can result in the creation of sub-optimal angles during delivery system withdrawal that may lead to non-coaxial alignment. The presence of calcification within the access vessel, in addition to an undersized vessel diameter, can create a constrained condition and further contribute to a non-coaxial withdrawal. Such non-coaxiality can contribute to withdrawal difficulties as the valve likely caught on the sheath tip, resulting in the shifting of the valve toward the distal tip. Available information suggests that patient (calcification, tortuosity, undersized access vessel) and procedural factors (withdrawal of crimped valve) may have contributed to the complaint event. Since no product non-conformance was confirmed, a product risk assessment (pra) is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.